Event description:
A patient alerted the nurse a tubing disconnection. Tubing/infusion was disconnected. The IV flushed well and without resistance. It appeared either the injector or the connector were backed up.